Event description:
Abbott diabetes care (adc) received a bundesinstitut fur arzneimittel und medizinprodukt (bfarm) user report which reported the following information: a healthcare professional (hcp) reported that a customer's adc device showed low glucose readings for over two days in use with an insulin pump. It is unknown whether the customer noted a trend arrow on the device. The adc device initially displayed a value of 67.0 mg/dl and even waited until after the onset of hypoglycemia. Reportedly, the customer's insulin pump "did not counter inject with insulin or only with just a very small amount of insulin" for several days. A caregiver found the customer unconsciousness and called an ambulance, who presented the customer to a hospital. Adc customer service was able to contact the hcp and reported that at the hospital's intensive care unit (ICU), an hcp obtained a 'hi' (600 mg/dl) glucose reading from an hcp meter, compared to an adc device scan result of 67.0 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device wear was unknown. The customer needed resuscitation measures due to further complications, after which the customer was put into an artificial coma. The hcp removed the adc device and treated the customer by administering a saline solution and novorapid (rapid-acting insulin) via an insulin pump (dose unspecified) for a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). According to the hcp, the customer is expected to be woken up from the artificial coma on (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a bundesinstitut fur arzneimittel und medizinprodukt (bfarm) user report which reported the following information: a healthcare professional (hcp) reported that a customer's adc device showed low glucose readings for over two days in use with an insulin pump. It is unknown whether the customer noted a trend arrow on the device. The adc device initially displayed a value of 67.0 mg/dl and even waited until after the onset of hypoglycemia. Reportedly, the customer's insulin pump "did not counter inject with insulin or only with just a very small amount of insulin" for several days. A caregiver found the customer unconsciousness and called an ambulance, who presented the customer to a hospital. Adc customer service was able to contact the hcp and reported that at the hospital's intensive care unit (ICU), an hcp obtained a 'hi' (600 mg/dl) glucose reading from an hcp meter, compared to an adc device scan result of 67.0 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device wear was unknown. The customer needed resuscitation measures due to further complications, after which the customer was put into an artificial coma. The hcp removed the adc device and treated the customer by administering a saline solution and novorapid (rapid-acting insulin) via an insulin pump (dose unspecified) for a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). According to the hcp, the customer is expected to be woken up from the artificial coma on (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received a bundesinstitut fur arzneimittel und medizinprodukt (bfarm) user report which reported the following information: a healthcare professional (hcp) reported that a customer's adc device showed low glucose readings for over two days in use with an insulin pump. It is unknown whether the customer noted a trend arrow on the device. The adc device initially displayed a value of 67.0 mg/dl and even waited until after the onset of hypoglycemia. Reportedly, the customer's insulin pump "did not counter inject with insulin or only with just a very small amount of insulin" for several days. A caregiver found the customer unconsciousness and called an ambulance, who presented the customer to a hospital. Adc customer service was able to contact the hcp and reported that at the hospital's intensive care unit (ICU), an hcp obtained a 'hi' (600 mg/dl) glucose reading from an hcp meter, compared to an adc device scan result of 67.0 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device wear was unknown. The customer needed resuscitation measures due to further complications, after which the customer was put into an artificial coma. The hcp removed the adc device and treated the customer by administering a saline solution and novorapid (rapid-acting insulin) via an insulin pump (dose unspecified) for a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). According to the hcp, the customer is expected to be woken up from the artificial coma on (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to bfarm. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.